Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. It was noted that the longevity estimator software issue was suspected. The ipg was reprogramed and remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2019 it was further reported potential high thresholds on the right ventricular (rv) lead which may have impacted battery depletion. The lead was reprogrammed and remains in use.